Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-12, information was received from a healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving dilaudid (concentration "3 mg", dose "0.7347") via an implantable pump for an unknown indication for use. It was reported the hcp received a patient from another practice. They were unable to aspirate from the catheter access port (cap) and had an unhealed pump pocket site. There were no known environmental, external, or patient factors that may have caused or contributed to the issue. A culture was taken from the site and sent to the lab. The physician made the decision to explant after opening the pocket with concerns of infection. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of failure to aspirate was unknown. The catheter will not be returned because it was infected. There were no further complications reported/anticipated.